Event description:
The hcp reported the pump wsa explanted and replaced and returned to the manufacturer for analysis after an implant duration of 53 months. The patient had been experiencing no adverse symptoms. After the replacement, the spasticity was reported to be well controlled.